Event description:
Event: (cc# 98-00699) there was no kontron connector in the insertion kit packaging. No insertion kit packaging was returned to datascope. [Event complications]: none from the event - reported 6/8/98. [Patient's current status]: unk - rpt'd 6/8/98.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation. This follow-up MDR was mailed to the FDA on 10/13/98.